Manufacturer narrative:
(B)(4). A follow up emdr will be submitted upon completion of investigation.

Event description:
Medical specialties - broken customer stated via email md inserted the introducer needle in patient for of the act 2015 temno needle.&#2068;hen he went to remove the stylet form the introducer to allow him to then insert the act biopsy needle. Upon twisting the stylet out of the introducer needle the whole hub came off from the body of the introducer needle. There was enough of the introducer needle protruding from the skin that he was able to pull it out from the patient.&#2068;hey kept the package but did not save the sample. I retrieved 2 sterile partial cases of the lot number from them, so have sterile samples to ship in . I replaced these 2 cases with 2 new cases of the same catalog number ct2015. I met with dr (B)(6) who was the md placing the needle for a lung biopsy. He asked that this response go to (B)(6) his head ir tech there. I walked out with 2 cases of the act2015 lot # 0001012361 and replaced them with 2 cases of newer needles act2015 different lot numbers so they would not be without product on their shelves.

Manufacturer narrative:
(B)(4) follow up emdr submission for device evaluation. Eight (8) companion samples from lot #0000771095 were received for evaluation. Samples were received inside it unopened package. Failure mode could not be confirmed since the reported failure could not be replicated in the received samples. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for their release were met. Lot #0000771095 was manufactured on 03/18/2015. Also, device history record for the introducer needle packaged with (B)(4) was review and no issues were found. Not confirmed: failure mode could not be duplicated in the received samples and no issues were found that can related personnel, method, material or machine with the reported failure mode. No action has been taken since failure could not be confirmed. This failure mode will be entered into the complaint tracking system and tracked & trended for future occurrences of any similar failure modes.